Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device had overinfused during patient use at the patient's home. The expected flow rate is unknown, but the actual flow rate was 215ml in 38 hours. The device was filled with 5-fluorouracil and 5% glucose and connected via a huber needle. There was patient involvement, but no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "over infusion" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review could also not be performed as the lot number of this sample was not reported by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.